Event description:
Patient reported, left side rupture. Healthcare professional, additionally reported, granuloma and silicone migration. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as fold flaw opening. Silicone migration: unable to observe, since it is not related to the device. Granuloma: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6a, h.6.

Event description:
Patient reported left side ruptured implant. Device remains implanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma: unable to observe as it is a medical event that is not related to the device. ¿ silicone migration : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported granuloma, and silicone migration. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side ruptured implant. Device remains implanted.